Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, the insulin pump had a blank display. Customer was off the device since (B)(6) 2015 due to heat and causing her to sweat. Customer's blood glucose was unknown. Troubleshooting for blank display was not finished as device alarmed unexpected restart when a new battery was inserted. Customer's blood glucose was 320 mg/dl when alarm occurred. Customer was unable to clear the alarm due to no button response. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.